Manufacturer narrative:
The device was not returned for evaluation due to the device was misplaced by the hospital. A review of DHR found the device was released with no deviations or anomalies. A review of the complaint history identified one similar event associated with this lot and multiple complaints associated with the same item (catalog) number. The root cause was unable to be determined. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 01-50-1219 biomet sports medicine juggerknot mini soft anchor list under possible adverse effects: ¿bending or fracture of the implant.¿ following review, no new risks were identified. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2017 - 07607.

Event description:
It was reported that surgeon drilled and pushed the anchor in, the tip bent, and the anchor deployed and pulled out. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.